Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided, due to needing settings adjustments. High bg was addressed by a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.